Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 13 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment. Additional cuts into the insulation were found 40 cm proximal to the lead tip. The mentioned cuts probably occurred during the extraction procedure. The ring electrode and rv shock coil were found covered in fibrotic tissue. Further analysis of the lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted after pt. Was admitted to ER by ems (B)(6) 2024 after having vf arrest with failed ICD shock, and syncopal event (pt. May have taken fentanyl, but does not remember). The lead required laser removal due to adhesions at coil, performed three days after ICD explant. Should additional information become available, this file will be updated.